Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor saline smooth breast implant and experienced postoperative right-sided deflation. The patient went in for a consultation on 18-feb-2019, and the diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two 525cc mentor smooth round moderate profile prostheses (catalog #: 3501685, right serial #: (B)(4), left serial #: (B)(4) on (B)(6) 2020.

Manufacturer narrative:
On 22-aug-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7-sep-2020, it was found that the catalog number and lot number of the devices were omitted on the previous report. The device is a 475cc mentor smooth round moderate profile prosthesis (catalog number: 3501680 , lot number: 5591475). The relevant fields have been updated. On 25-sep-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, a tear was observed on the anterior view, measuring 4.0 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).